Event description:
Baxter reported, "the transfer set has a loose cap. The set was in use for 30 days." There was no patient injury or medical intervention associated with this incident according to baxter.